Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative result with the ID binaxnow covid-19 antigen self test. The user reported that their initial binaxnow covid-19 antigen self test result was negative. Repeat testing with binaxnow covid-19 self test generated positive results. Confirmation testing with pcr generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d4, g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175116 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/195-260 / lot 175116 and device part number 195-430h / lot 171772. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)%. The retain kit lot 175116 was tested with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false negative result with the ID binaxnow covid-19 antigen self test. The user reported that their initial binaxnow covid-19 antigen self test result was negative. Repeat testing with binaxnow covid-19 self test generated positive results. Confirmation testing with pcr generated positive results. No additional patient information, including treatment and outcome, was provided.